Manufacturer narrative:
It was reported that the patient experienced a burn from the zio xt monitor and went to the emergency department to have the patch removed. The returned device was evaluated. The battery housing and pcba board were disassembled for inspection. There were no signs or evidence of water ingress damage or battery acid leakage observed. The patch appears to be in good condition with no visual damage or additional abnormalities observed on the patch, batteries, battery housing, or pcba board. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
It was reported that the patient experienced a burn from the zio xt monitor and went to the emergency department to have the patch removed. The device has been returned and investigation is underway. When evaluation results are available, a follow-up will be submitted. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
It was reported that the patient experienced a burn from the zio xt monitor and went to the emergency department to have the patch removed. Review of the photographs provided by the patient shows that skin tissue remained on the patch monitor when it was removed. The device has been returned and pending further evaluation.